Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013 the patient underwent removal of segmental posterior screw instrumentation l4-s1. Instrumentation l2-s1 segmental . Laminectomy l2-3, l3-4 with medial third facetectomies. Posterior spinal fusion l2-3, l3-4. Local bone autograft/ graft putty/bone morphogenic protein. Ssep/emg, with dynamic pedicle screw monitoring. Intraoperative fluoroscopy. Pre- operative diagnosis: spinal stenosis l2-3, l3-4. Status post l4-s1 fusion. Degenerative disc disease l2-3, l3-4. Bilateral lower extremity radiculopathy. Severe chronic low back pain. Adjacent level breakdown l2-3, l3-4. Per-op notes: "once the screws were in place the transverse processes at l2 and l3 bilaterally were burred off as well as the l2-3, l3-4 facet joint remnants. The fusion mass at l4 was burred. A mixture of a soft-tissue stripped local bone autograft a bmp-2 confettied and graft putty was rolled into logs placed into lateral gutters contacting the bleeding fusion bone areas from l2-4. Rods were shaped and then placed from l2-s1 bilaterally." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.